Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used, as blood was visually confirmed on the inside of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or adverse events, reported as a result of this event. The patient was given 1g of vancomycin and 2g of cephalothin antibiotics (route and duration unknown) as a prophylactic measure. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: a sample was received. The returned sample was subjected to a laboratory bubble point test. A leak was detected at approximately 90°, with the dialysate ports situated at 0°. After destructive disassembly of the dialyzer, a potted fiber fragment was identified. The fiber was horizontally positioned beneath the potting surface with only the tip of the fiber exposed through the potting material. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A lot history review was performed. There was one other complaint reported against the lot. The second complaint was for an internal blood leak and was reported by the same complainant. It involved a different patient and the event was on a different day. A sample was received and a potted fiber fragment was detected on the dialyzer. No other complaints of any type have been received against this lot number from any other customers. A review of the production record was performed. There was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.